Manufacturer narrative:
Product was not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
A device report from (B)(6) for (B)(6) university in (B)(6) indicates: pt has a broken screw and remains in the pt. Surgical intervention and/or the location of the screw was not noted on the report.